Event description:
While performing patient assay testing on the aeroset analyzer, the customer noticed a small trail of fluid on the deck of the fastrack portion of the analzyer. An obstruciton error also occurred but the customer continued running the analyzer. The customer noted that the sample a probe was dripping. At the time of this occurrence, twelve patient samples were analyzed and three of these patients were reported out of the laboratory. This included one patient's potassium result of less than 1.0 meq/l. Controls were within specifications, but the customer is unable to determine if the controls were run during the same timeframe in which leaking probe was discovered. There was no impact to patient management reported.